Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion due to an unresolved no disposable alarm. There was a remaining volume of 24.8ml. There was an attempt to re-start the pump but the alarm returned. There were no adverse events reported.